Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted cuts on the circular seals. Only the circular seals were received. No other abnormalities noted. The condition of the device precluded functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cuts on the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the procedure was laparoscopic. Three trocars had damaged seals. Pending follow up.